Event description:
It was reported that during implantation of the intraocular lens (iol) that the customer experienced sticky haptics, the second haptic sticks on the back of the optic. At the lens, kinked haptics stuck repeatedly at the side of the optics. There was no patient injury reported and the lens was implanted. The doctor additionally noted that the unfolder was too short.

Manufacturer narrative:
Section d7: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Section f completed by manufacturer. Section f device code: 3191 - unfolder too short. All pertinent information available to abbott medical optics has been submitted. H3. Not evaluated reason: placeholder.